Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, analysis results will be submitted as a follow up report.

Event description:
It was reported that the pt was diagnosed with meningitis. During explantation of the device, a brain prolapse in the area of the mastoid was found. The recent episode of meningitis did not originate a the implant site, but came from an abscess in the mastoid in that mastoid area, the dura was found being exposed, which is believed to have been the pathway of infection. On (B) (6) 2009, the implant was removed to allow for cleaning and removing the purulent material. The pt appears to recover as expected. Reimplantation at a future date envisioned.